Manufacturer narrative:
When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported the device was cleaned, disinfected, and sterilized before it was sent in for repair. The customer could not confirm whether there was a delay in the start of the pre-cleaning. The customer reported that during manual cleaning, there were no abnormalities in the reprocessing accessories and the distal end was wiped with lint-free cloths/brushes/sponges. During device examination, the reported issue was confirmed: the universal cord protector was loose on the control side. The evaluation determined the condition was caused by repeated bending or twisting of the cord. Visual examination found the following issues: the bending section cover adhesive was scratched, cracked and chipped with a cloudy area; the universal cord was scratched; the scope connector was dented; the objective lens was scratched; the connector cover was dented and the connecting tube was scratched. Functional testing showed the bending angle in the up direction did not meet with specifications and the up/down knob had excess play. These directional issues were caused by a worn angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the colonovideoscope's universal cord ring turns. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the distal end. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
H10: it is unknown, if reprocessing was implemented, due to no relevant information obtained. This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 1 year, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material adhering to the c-cover could not be identified. However, it¿s likely, the foreign material remained, due to the device having physical breakage. The suggested event is detectable and preventable, by handling the device in accordance with the following sections of the instructions for use: the instruction manual: operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿, describes the methods for detection. The instruction manual: reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿, describes the methods for prevention. Olympus will continue to monitor field performance for this device.